Event description:
It was initially reported to boston scientific corporation in 2009, that a tandem xl ercp cannula and a hydra jagwire guidewire were used during an endoscopic retrograde cholangiopancreatography procedure performed the day before. According to the complainant, during the procedure, the physician was unable to advance the guidewire through this device. The procedure was completed successfully with another tandem xl ercp cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: smashed tip.

Manufacturer narrative:
Visual examination of the returned device revealed the working length had multiple bends in it, and 0.5 centimeters of the device distal tip was found to be partially collapsed. A 0.035 inch guidewire could not pass through the damaged area, as it appeared that during insertion of the device into the scope, or during use of the device, the distal tip was smashed, which did not allow the guidewire to pass. The most probable root cause is operational context.